Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97792, lot# n468146, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported that at a patient¿s post-operative x-ray revealed that the lead appeared to have been on the right side at implant was now anterior. The anterior-posterior view looked different from implant as well, so the physician was unsure if the lead was placed in anterior space at surgery or migrated. Stimulation in the wrong location was reported. The patient¿s stimulation pattern of lead was all in their groin and abdomen. The patient had tested appropriate on table at implant. The device was reprogrammed using the top electrodes of left lead and 450 pulse width to obtain bilateral low back down both legs to feet as the patient needed. The patient was given the option to revise the lead right away or in the future if unable to obtain desired stimulation. The patient opted to leave their leads in place at the time since they were getting desired stimulation. The patient¿s status was noted as alive with no injury.